Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the tenaculum forceps instrument had broken cables and was not used on the patient.